Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unit has pressure issue, confirming complaint. Unit will be sent to long term hold after evaluation. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that an fms duo issue inflow fill chamber continues to fill up and pressure is too low. This occurred during a shoulder rotator cuff surgery. All connections checked and there are no occlusions still no pressure available. Replaced tubing was tried and experienced same issue. There are no reports of patient harm or surgical delay. An alternative machine was used.